Event description:
Initial information received from company representative indicated that patient presented to hospital emergency room 2 days post implant with red inflammed tissue along the exact site of the intrathecal catheter. The patient was placed on antibiotics and the reactive site was cultured with negative results. A skin test was not performed to determine the exact cause of the patient's reaction. The device was explanted. Follow-up information was received at a later date which revealed that the physician collected scrapings from both the pump and catheter for culture, which were both negative. The patient has multiple health problems, including multiple sclerosis, with the results that the physician feels her immune system is compromised and may have been overly sensitive to trigger this type of reaction.